Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were replace battery alarms observed in the black box and alarm history. The pump powered on with the returned battery cap. The battery cap was able to fully tighten; however, the ¿coin slot¿ on the top of the cap was stripped making it difficult to be removed. A power loss was not observed and current draws were within specifications. Unrelated to the original complaint, there was a crack in the battery compartment. There was no evidence of moisture contamination inside the pump when the case was removed. There was no evidence of intermittent contact on the battery terminal contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. The reporter stated that the pump emitted multiple replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.